Manufacturer narrative:
The customer reported complaint of being unable to rotate the driveshaft on the autopulse platform (sn (B)(4) was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, attributed to frequent use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data was reviewed and contained the user advisory (ua) 45 (not at "home" position after power-on/restart) error message around the reported event date, thus confirming the customer complaint of the stiff driveshaft. Also, the archive data revealed the presence of the (ua) 18 (max take-up revolutions exceeded) and (ua) 12 (lifeband not present) error messages, unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. User advisory is a clearable message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed functional testing due to (ua) 45 error message displayed upon powering on and noted a sticky clutch during the internal inspection. The root cause for the (ua) 45 error was the driveshaft not being at the "home position." The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed a sticky clutch. This might have caused it difficult for the user to pull up the lifeband completely prior to turning the device on. The driveshaft was rotated to the "home position" to address the observed (ua) 45 error message. The autopulse platform subsequently passed a 10-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient. The sticky clutch plate was deburred to address the driveshaft rotation issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number (B)(4) ccr 59763, reported on september 24, 2021, and the clutch plate was deburred to remedy the issue.

Event description:
During shift check, the user observed that the autopulse platform (sn (B)(4) driveshaft was unable to rotate after installing the lifeband. No patient involvement.